Event description:
It was reported that an ilet pump with serial number: (B)(6) generated recurrent alert 38 messages indicating a motor stall about every 15 to 30 minutes and repeatedly prompted a restart, which could not be completed despite 8 to 10 restart attempts and a dry-run procedure performed off-body. Symptoms included interruption of insulin delivery due to consecutive motor stalls. Outcomes included shutdown of the device to prevent further alerts and arrangement for replacement, with instructions provided to continue glucose monitoring via the cgm application or receiver and to return the original device. Investigation included review of device performance based on reported alarms, user walkthrough of restart steps off-body, and planning for device return and analysis. Investigation of this device revealed a consecutive motor stall consistent with a stalled or non-advancing drive mechanism requiring device replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction consistent with motor stall.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.